Event description:
A patient was implanted with a pdc vivo implant on (B)(6)2024. The patient was experiencing radiculopathy and neck pain and it was found that the implant had subsided. The implant was removed on (B)(6) 2025 and replaced with an interbody standalone and then backed up with posterior screws. A review of the case found that the patient had poor quality bone adjacent to the sclerotic endplates of c5 and c6, and a posterior stress fracture of the inferior endplate of the c5 body, most likely with areas of avn, due to the extent of the degeneration of the c5-6 disc. That fracture was probably further dislodged intraoperatively, then remodeled/resorbed over time, leading to the subsidence of the implant.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo implant on (B)(6) 2024. The patient was experiencing radiculopathy and neck pain and it was found that the implant had subsided. The implant was removed on (B)(6) 2025 and replaced with an interbody standalone and then backed up with posterior screws. A DHR review could not be completed as the part number and lot number were not provided and could not be determined through the course of the investigation. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was returned following the removal surgery, and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under pdcv-0032. A review of the imaging from the case found that the patient had poor quality bone adjacent to the sclerotic endplates of c5 and c6, and a posterior stress fracture of the inferior endplate of the c5 body, most likely with areas of avn, due to the extent of the degeneration of the c5-6 disc. That fracture was probably further dislodged intraoperatively, then remodeled/resorbed over time, leading to the subsidence of the implant. There were no anomalies identified during the complaint investigation. The removal was completed due to implant subsidence. The submission is 1 of 1 devices involved in this event.